Event description:
It was reported that the ilet bionic pancreas handheld sustained a cracked screen, after which the touchscreen became unresponsive, and the user requested guidance on next steps. Investigation of this case revealed damage to the device display assembly consistent with a broken or cracked screen and resultant loss of touch input responsiveness. Customer care provided support that included collection of event details, assessment of any blood glucose impact, and verification of shipping information to facilitate device replacement processing. No adverse clinical effects reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external physical impact.